Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett¿s esophagus. This pt was prospectively enrolled with a 2cm barrett¿s negative dysplasia. After a primary circumferential ablation pt developed a stricture and experienced which was subsequently dilated and the pt¿s symptoms were resolved. The severity of this event was not given by physician, and relationship of the event to the device procedure was not related, and there was no device malfunction indicated.